Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that "difficulty was encountered" and the obturator tip broke off the tunneling tool while tunneling through the muscle and soft tissues between the incision behind the right ear and the incision in the chest wall. The hcp suspected the tip broke off due to the force needed to tunnel past the occipital bone. The hcp believed the breakage occurred due to a device material defect. Five centimeters of the plastic tip and a small piece of the metal shaft of the obturator were missing even though the handle lock was still in place. The hcp searched for 2 hours, but could not find it. The tip is not radiopaque nor was it visible with ultrasound. The deep brain stimulation lead was implanted and "everything went fine". The pt is aware that he is retaining a device fragment.